Event description:
Caller reported that the customer was taken to the emergency room with a blood glucose level of 419 mg/dl. Caller reported that the customer was vomiting. Troubleshooting showed that the insulin pump had recently returned a no delivery alarm. Caller reported that the customer's blood glucose level had not come down since administering the manual insulin injection. Caller also reported that the infusion set's tubing was broken. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed n(B)(4) site, per variance 5.